Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6).

Event description:
It was reported that a syringe s2 5ml had an incorrect bar code. The following information was provided by the initial reporter: "here you are a product complaint , the lot number on the bar code has an ¿ extra ¿ zero. This is a distributor and when their system read the bar code the lot number is different than our lot number".

Manufacturer narrative:
H.6. Investigation summary bd has been provided with a photo for catalog 309050 to investigate for this record. Visual examination of the photo shows one of our product label of the shelf carton. No defect was observed. The reported issue complained by the customer is not related to a defect of the product as it relates to the manufacturing process. The mentioned "extra zero" is visible in the numbers below each barcode because the configuration of the barcode must be an even number. This zero is included before the lot number to obtain that barcode's configuration. This issue happens in all products and batches and is not a defective print. No corrective actions are required at this time. A device history review was conducted for lot number 1911184.

Event description:
It was reported that a syringe s2 5ml had an incorrect bar code. The following information was provided by the initial reporter: "here you are a product complaint , the lot number on the bar code has an ¿ extra ¿ zero. This is a distributor and when their system read the bar code the lot number is different than our lot number".